Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported he believes the infusion device does not deliver insulin correctly and it makes unusual noises. On (B)(6) 2011, the patient's blood glucose measured 7.2 mmol/l (130 mg/dl) at 5:30am, and the patient ate and bolused 4 units of insulin. On (B)(6) 2011, at 2:30am, the patient experienced dry mouth and his blood glucose measured 18 mmol/l (324 mg/dl) and he bolused 4 units of insulin. At 4:00am, his blood glucose measure 21.9 mmol/l (394 mg/dl) and he inject 8 units of insulin via pen and he vomited and felt very sick. At 4:30am, he noticed the infusion device made unusual noises. At 5:30am, his blood glucose measured 16 mmol/l (288 mg/dl) and lowered to 7.5 mmol/l (135 mg/dl) by 8:30am. His normal blood glucose range is 6.5-8 mmol/l (117-144 mg/dl). No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.